Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: n/a. H.6. Investigation: two photos of one opened 31g x 5mm pen needle sample were returned from lot. No. 9204738, cat. No. 320129. Visual examination of the returned photos was carried out and a bent non patient end of cannula was observed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the sample in the photo is open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that bd micro fine plus¿ 31 g × 5 mm pen injector needle npe was missing. The following information was provided by the initial reporter: needle npe was missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro fine plus¿ 31 g × 5 mm pen injector needle npe was missing. The following information was provided by the initial reporter: needle npe was missing.